Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported a patient initially implanted with a 25mm aortic valve for approximately 13 years, 2 months, had a valve in valve procedure completed due to calcification and regurgitation. A 26mm valve was implanted in the patient. The procedure was successful with no complications reported. Post tavr echo demonstrated normal functioning aortic valve without regurgitation or dehiscence. The patient was discharged on pod #2 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections a4, b5, b7, and f10.

Event description:
Peripheral artery disease, cad, ckd, hypertension, dyslipidemia, and CABG.

Manufacturer narrative:
Reference CAPA-20-00141.